Event description:
Bd safetyglide injection needle 1 inch 25gauge lot rekx3185 exp 4-30-30- following vaccine administration the needle and syringe were removed from the patient's arm. Following removal from the patient the needle fell off of the hub. Full vaccine administration occurred and no harm to patient.